Event description:
Patient left siderail will not stay up.

Manufacturer narrative:
Technician troubleshot and replaced missing ratchet rivet, straightened bent upright rod and tightened latch pivot bolt to resolve. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.